Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. No intervention has been completed. The patient is stable.

Event description:
Additional information was provided and the device was reprogrammed as an interim solution. Lead damage was suspected but was not confirmed.